Event description:
The pt was being fed using a pump. 960 ml of an enternal feeding solution were hung, and the pump was set to deliver 70 ml/hr. The pump alarmed 5.5 hrs later, and it was noted all of the enteral solution had been delivered. Following the event, the pt had diarrhea. There was no illness, injury or medical intervention resulting from the event.